Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04501. It was reported the pt was unable to turn the scs system on. The sjm rep met with the pt and determined the stimulation was auto-reducing due to invalid impedances. An x-ray was performed and it was reported there may be slight lead migration, and a possible kink in one lead. Reprogramming was able to provide some stimulation using only one lead. F/u identified the physician planned to undertake surgical intervention to replace the leads with a surgical lead at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.